Event description:
As reported by the user facility: leaking of chemotherapy, four separate incidents occurred with 1 bag of ifosfamide, and 3 bags of etoposide. On each occasion, pharmacy tech spiked butetrol set into chemo bag containing chemotherapy, chemo bag and butetrol set sent to floor for pt use. Connected product placed in plastic bag, and cardboard box, transported by hand 5 floors from pharmacy to nursing unit, in same building. Tubing not primed prior to delivery to unit. When product arrived to unit, nurse opened box, noticed that the chemo agent solution had leaked into plastic transport bag, solution also in butetrol and drip chamber. Nurse called for a spill kit, and a code brown was initiated. No pt injury, pharmacist had to remix chemo in product with a different lot #, no further incidence. The sales rep reported the suspicion is that the blue roller was closed, but did not completely occlude the pathway. Add'l info provided by the facility indicated the spill was cleaned up per hospital protocol and no one suffered any adverse sequela associated with the reported incidents. The samples were discarded and were not made available for eval.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The field application specialist reported the user received incorrect sodium results for four patient samples. Of the data provided, the results for two samples were discrepant. Sample 1 initial result was 125 meq/l, repeat result from integra 800 (B) (4) was 139 meq/l and repeat result from this analyzer was 139 meq/l. Sample 2 initial result was 122 meq/l, repeat result was 141 meq/l. None of the erroneous results were reported as the samples were repeated prior to reporting. The lot number of the sodium electrode was not provided. The user declined a service visit. She said she will have the techs continue to document any further issues.

Manufacturer narrative:
Investigation of the event determined the issue might have been caused by an operator handling issue. The customer did not maintain the instrument as frequently as required. The customer tests more then 50 plasma samples daily, it is recommended the maintenance procedure "clean ise tower automatically" be performed daily, not weekly. The maintenance procedure "clean ise tower manually" was to be performed weekly, not monthly. The falsely low results were not reported outside of the lab. No patients were involved in the case.